Manufacturer narrative:
1. DHR/bhr review lot# 4199365. 1-this batch of products were assembled at intima ii auto line 4 in aug, 2024, and packaged at r240 package line in aug, 2024. Batch size is (B)(4) ea. 2-in this batch, (B)(4) were performed septum leakage test in-process test and (B)(4) in outgoing test, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-septum batches used in this batch are 4211901 and 4211902, review the raw material inspection records, dimension and appearance have no abnormalities, which both meet specification. 5-check the maintenance record of the septum related assembly equipment, no abnormal maintenance. 2. The customer returned 1 video, but did not return the defective sample. The video showed that the gauge of the sample was 20ga and there was continuous leakage at the end of the septum. 3. Performed septum leakage test for the retained samples of this batch, and no complaint defects are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned video showed that there was continuous leakage at the end of the septum, and the root cause of this defect could not be determined because there were no abnormalities in the production process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample was received for further testing. The plant will continue to track and trend the issue.

Event description:
Additional information provided 02/20/2025: -all 16 accidents were related to a single leak. Additional information provided 03/07/2025: -medical interventions such as screening are not required because blood is touched with gloves and measures such as hand washing and hand sanitization are performed after exposure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septuma nurse performing venipuncture on a patient with an isolation plug leak during a successful puncture for fluid infusion.